Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used for hemostasis during a procedure in the colon.according to the complainant, the clip was advanced to the target site, tissue was grasped, and then the clip was deployed. However, the clip would not release from the delivery system. The procedure was completed with another resolution hemostasis clipping device.there were no patient complications reported as a result of this event.

Manufacturer narrative:
The patient's age/date of birth is unknown. However, patient was over 18 years old. Reported event of clip failed to separate from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was half deployed which prevented the jaws from opening. Functionally, the yoke, which was still attached to the control wire, was then actuated and deployed.the condition of the returned device is not consistent with the complaint that the clip failed to release from the catheter; the complaint was not confirmed.a review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used for hemostasis during a procedure in the colon. According to the complainant, the clip was advanced to the target site, tissue was grasped, and then the clip was deployed. However, the clip would not release from the delivery system. The procedure was completed with another resolution hemostasis clipping device. There were no patient complications reported as a result of this event.